Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was post-paced t-wave oversensing. No changes or intervention was reported. The patient was in stable condition.